Event description:
It was reported that cartridge alarm 29 occurred during cartridge load process while customer followed prompted steps and waited to remove used cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer loaded new cartridge using correct technique with assistance from technical support and was able to successfully resume insulin therapy, and no additional issues or prior similar alarms with this pump were reported.